Manufacturer narrative:
Gore® tag® conformable thoracic stent graft - (B)(6) 2016 sinus xl stent graft - unknown date. Device remains implanted. Device manufacture date is unavailable because the serial/lot number remains unknown. Statement from IFU: "adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleak". A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown.

Event description:
The following publication was reviewed: ¿combined thoracic endovascular aortic repair and endovascular aneurysm repair and the long-term consequences of altered cardiovascular haemodynamics on morbidity and mortality: case series and literature review¿ (sherif sultan et. Al, european society of cardiology, 2021, published ahead of print september 15, 2021). The article reports four cases of staged thoracic endovascular aortic repair (tevar) and then endovascular aneurysm repair (evar). Case two presented with a thoracic abdominal aneurysm on july 12, 2017. The patient then presented with a 58 mm abdominal aortic aneurysm on september 13, 2017 and was treated with a gore® excluder® aaa endoprosthesis with a ballerina technique. At an unknown date after this surgery, the patient developed a proximal type 1a endoleak and was treated with a giant sinux xl stent graft.